Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot baseline patient, initial setup problem) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was pinched, causing open and damaged wires in the cable. The root cause for the pinched cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a (B)(6) patient was unable to be baseline.